Event description:
Information received indicates, the brake is not engaging at the head end of the stretcher.

Manufacturer narrative:
The technician replaced the brake linkage to repair the stretcher.